Manufacturer narrative:
Literature citation: atsufumi nagahama, misao nishikawa, seiya masamura, yuki ohata, toshiyuki kawashima, hiromichi ikuno"patient outcomes of spinal stabilization (x-stop insertion) for lumbar canal stenosis". Mean age: 74.5 years. Pt gender: 5 females, 30 male. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in an abstract that total of 35 patients underwent spacer surgery for lumbar spinal canal stenosis. As postoperative complications, subsidence/back out of spacer were observed in unspecified number of patients.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.